Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair procedure, the balloon broke and disengaged from the trocar. The surgeon tried to remove the deflated balloon from the trocar and it ripped off the trocar. A medical intervention was needed - the balloon was retrieved with laparoscopic instruments. There was no patient injury.